Manufacturer narrative:
Correction: component code update.

Manufacturer narrative:
Correction: related report numbers previously in b5, updating h10 with related report numbers.

Event description:
Related manufacturer report number: 2017865-2025-14375, 2017865-2025-14381. It was reported that the patient presented to the emergency room with dizziness, shortness of breath, and arrhythmia. The pacemaker could not be interrogated and showed no pacing activity. It was also reported that the system exhibited noise. The pacemaker was explanted and the leads were capped on (B)(6) 2025. The patient was stable.